Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: pink. Battery life remaining: <11 months. Customer reports: issue with inpen / no error message, the button wont go down / pt confirmed that the button is hard to press on her inpen. Pt complains that she tried to dial her new inpen and it doesn¿t go further than 4. Dose dial misalignment greater than 1.0 unit. Per visual inspection: no physical damage noted. The inpen paired to the commercial app with low pairing dose. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing. Unable to perform functional test due to leadscrew anomaly. Inpen was cut open and after inspection it was found that plastic shavings contamination build found inside by encoder wheel and the dose nut. The dose button was removed and dust / contamination was found on washer, on the dose detent and dose knob. In addition, the alignment of the dose indicator mark and printed values on the dose knob is nominal. In conclusion: the customer complaint of misalignment of the dial was not confirmed. However, complaint hard to press dose button was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen buttons were hard to press. The customer also reported the dose knob was misaligned with the dose mark indicator. The discrepancy is greater than 1.0 unit of insulin. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.